Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. This report also refers to (B)(4). Product remains implanted.

Event description:
Approximately twenty-eight and a half months after hvad implantation, patient reported fever, chills and achiness. Four days later, the patient returned to the hospital with reported numbness in her right leg and arm, face and lip. These symptoms resolved in approximately twenty minutes. A CT scan revealed a left fronto-parietal subarachnoid hemorrhage. Blood cultures were positive for cardiobacterium hominis and the patient was treated with antibiotics. Repeat blood cultures were negative. The patient was discharged home five days after her admission. The product remains implanted and is not available for analysis.

Manufacturer narrative:
The product was not returned for analysis as it remains implanted in the patient. The device history record review concluded that pump (B)(4) met all the internal requirements prior to its qa release process. There is no evidence that the reported events were related to a device defect.